Event description:
The customer reported to olympus that during an unspecified procedure, the high flow insufflation unit had an air flow and pressure issue. Reportedly, the insufflator was unable to hold pressure of more than 7 even though the machine was set at 15. The procedure was completed using the same device, extending the procedure by approximately 30 minutes. There were no reports of patient harm due to the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to add additional information to h7 and h9. Please see h7 and h9 for further details. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Indication phenomenon: phenomenon (1): 30 min delay in procedure phenomenon (2): insufflation is not performed phenomenon (3): failure to maintain pneumoperitoneum pressure phenomenon (4): alarm sounds from the device and the front panel turns off the device was evaluated where phenomenon 1-3 could not be replicated. Phenomenon 4 was confirmed. Checking of the error log confirmed that e03 had occurred more than 10 times in the past. An error occurred in the pressure sensor of the printed circuit board. Based on the results of the investigation a root cause would not able to be identified for phenomenon 1-4. For phenomenon (1): it is likely that the delay in procedure was associated with device replacement due to lights off on the front panel. For phenomenon (2): a delay in air supply could not be reproduced by the device evaluation. It is likely caused by stopping the operation of the equipment when the front panel is turned off. For phenomenon (3): the event in which pneumoperitoneum pressure could not be retained could not be reproduced, but may be caused by a pressure sensor failure in the main substrate. For phenomenon (4): it is likely that the operation stops while the alarm sounds and the display on the front panel disappears due to a failure of the pressure sensor on the main printed circuit board. Olympus will continue to monitor field performance for this device.